Event description:
It was reported that a malfunction occurred with the customer's pump, displaying a malfunction code of malf 16, but there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty. The customer was instructed on how to put the pump into storage mode and agreed to return it using a prepaid label within 10 days while transitioning to manual daily injections as a backup therapy.